Event description:
It was reported that during the set up for an atrial flutter ablation procedure, noise was observed on all surface ecgs (velocity, ge cardiolab, anesthesia monitor, and external defibrillator). Lab staff changed electrode patches and the cable on the cardiolab 12 lead which decreased the noise but did not eliminate it. The physician placed the his catheter and the rv catheter and was setting up a pacing channel when the patient became asystolic. The noise on the surface ecgs caused r on t pacing which lead to ventricular tachycardia that deteriorated into asystole. The patient had to be temporarily paced and the physician decided to not proceed with the case. The patient is currently stable.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a followup report will be submitted. Date report submitted to FDA by manufacturer: 03/15/2010. Date the initial reporter provided the information to the manufacturer: 03/10/2010.